Event description:
Customer reported issues with the insulin pump. Customer states that there is a blank display. The blood glucose reading is 334 mg/dl. The insulin pump with be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with blank display due to moisture damage electronic assembly. The insulin pump was unable to verify battery out limit, low battery alarm due to blank display. The insulin pump received with cracked display window, cracked display window corners and cracked reservoir tube lip.